Event description:
It was reported that this right atrial (ra) lead ) lead was explanted due to infection. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Field b2 was corrected to include the correct outcomes attributable to adverse event.

Event description:
It was reported that this right atrial (ra) lead ) lead was explanted due to infection. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported.